Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralight st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the ventralight st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st. Per op notes, ¿the hernia defect was identified. A piece of ventralight st was placed into abdominal cavity and secured using tacks.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per op notes, ¿there was serous fluid in the hernia sac. A small quarter size defect was identified. The mesh which was mostly intact was plicated to itself to minimize patient diastasis.¿